Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system did not provide data in 2d at a lateral view. It worked fine with ap shots. It was noted that the probable cause of the event were that the regular users were not working the day the event occurred.